Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 47 mg/dl. The customer was treated for the low blood glucose with juice. The customer stated that they received threshold suspend alarms. The customer mentioned that they had cancer and was stressed out. The customer stated that they been over correcting their insulin intake to keep their blood glucose low so they can have surgery. The customer did not troubleshoot and did not send the product back for analysis.